Event description:
Caller alleging discrepant low inratio values. On (B)(6) 2015, inratio 1.6, no alternative testing on this date. On (B)(6) 2015, inratio 1.6, no alternative testing on this date. On (B)(6) 2015, inratio 2.2, alternative poc 2.8 tests performed within minutes of each other. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.